Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a letter to the patient. On 6/13/09, the patient alleged that his one touch ultralink meter would not turn off: the last result obtained was frozen on the display. The patient alleged that at 8a.m. On the day of event in 2009, he was fatigued when this occurred. Fatigue does not meet criteria for serious injury. The patient, who receives insulin through a pump, bolused 5 units. Because the last result was frozen on the display, it was unclear if it was the result he had just obtained that prompted the bolus. No medical intervention was required. Although the patient had complained of this product on both at about one week prior to the event and one week after the event, the issue was always resolved: the product functioned. Because the alleged issue was not resolved at about 5 weeks later, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.